Manufacturer narrative:
PMA/510k: 02 oct2 019. Date of report: 03 oct 2019. The service technician replaced the lithium-ion battery to resolve the reported issue. The unit was checked overall, cleaned, run in tests and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported backup battery failure. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019.

Event description:
The customer reported backup battery failure. There was no patient or user harm reported.